Event description:
It was reported that when the patient was implanted, they set the patient up at 4.0 volts and it was very painful. The patient thought they had an abscess. They could not sit and walk. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from the manufacturing representative or physician and their concerns were resolved. The patient had an appointment on (B)(6) 2015. The patient still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. The patient outcome was unclear.

Event description:
It was reported that the patient had greater than fifty percent symptom reduction. Stimulation had been reduced. They had recovered without permanent impairment.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0knzc, implanted: 2015-(B)(6), product type lead. (B)(4).